Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician preference. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's battery was unable to hold a charge. The physician assessed that the battery was nonfunctioning. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's battery was unable to hold a charge. The physician assessed that the battery was nonfunctioning. The patient will undergo a revision procedure.